Event description:
The customer reported, the system will not produce images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the monoblock assembly needs to be replaced. Customer declined repairs due to expense. (B) (4).